Event description:
It was reported the zcb00 model intraocular lens (iol) haptic broke off/detached while in the 1mtec cartridge and the iol was partially inserted. The procedure was completed successfully using a backup zcb00 21.5 diopter iol that was implanted into the patient¿s ocular sinister (left eye). There was no medical intervention and no surgical intervention performed. Patient status post-procedure was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted/remains implanted, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-jun-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a piece of a lens was received in a cartridge which was loose inside the original folding carton along with the original lens case. A lens piece/haptic was received in a cartridge. The haptic was received on the outside of the cartridge. No additional lens pieces were returned for evaluation. Complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.